Event description:
--

Manufacturer narrative:
All available information suggests this lead is still implanted. This report will be updated if further information becomes available.

Manufacturer narrative:
--

Event description:
Boston scientific received information thatthis right ventricular (rv) lead exhibited a high out of range shocking impedance measurement. The field representative has been notified. There were no adverse patient effects reported.